Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 08/16/2012. The reporter of the complaint was asked to return the product for analysis. If it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. If it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Vomit, pouch dilation and intolerance are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned pages.

Event description:
Health care professional reported, "pt unable to tolerate solid proteins and vomiting. Barium swallow done confirmed small pouch. The aps lap-band system was repositioned and remains implanted. F/u findings: the pt could not tolerate solids at that time.